Event description:
It was reported that a balloon rupture occurred. A ranger drug-eluting peripheral transluminal angioplasty catheter was selected for use during in the left superficial femoral artery. The 95% stenosed target lesion was reported to be moderately tortuous and moderately calcified. The balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The shape was noted to be a pinhole. The procedure was completed with a different device and no patient complications were reported.